Event description:
The customer reported that there was a problem with the motion of the c-arm. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The pivot potentiometer was replaced. The system was tested and operates as intended,